Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference 3006705815-2019-04693; 1627487-2019-13379. It was reported the patient experienced ineffective stimulation. As a result, the patient underwent surgical intervention on (B)(6) 2019, wherein the scs system was explanted.

Manufacturer narrative:
Explant date should not have been reported in the initial report due to the device not being explanted.

Event description:
Additional information received stated that explant surgery did not occur on (B)(6) 2019 as previously reported. Patient is getting effective relief from the system at this time.

Manufacturer narrative:
The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.